Event description:
Related manufacturer number:1627487-2022-02122, 1627487-2022-02123. It was reported the patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicating the patient underwent surgical intervention wherein a lead replacement took place to address the issue.